Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t¿ e-z set security scalp had defective tubing. No serious injury or medical intervention was reported.

Event description:
It was reported that bd saf-t e-z set security scalp had defective tubing. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review: a review of the device history record was completed for sub-assembly# (B)(4), lot 8026645 manufactured from 01-feb-18 to 12-mar-18 at sortimat 5006-1, 2 and 3 machine used in claimed lot 8059508. This lot was reviewed regarding the tests of ¿pull force tube/wing¿ and were not evidenced records that could lead clearly to claimed defect. Qn/ ncmr review: it was evidenced quality notification #200734881 of "low pull force tube x hub" for assembly lot 8026645. However, this nonconformity is not directly related to the defect claimed. Unplanned maintenance: after analysis of the sample received, the analysis of the corrective maintenance during the assembly period of the product was performed and the registration of the corrective maintenance # (B)(4), opened on (B)(6) 2018 was evidenced, with the reason: "low pull force tube/wing, no glue" on the sortimat 5006-3 machine. It was received one (01) unused sample without original package inside a plastic sack, wingset sezset 21x.75 12 w/o luer product, catalog: 38734614, lot: 8059508 at (B)(4), in (B)(6) 2018. The sample was visually analyzed, and it can be seen that the tube has detached from the wing. Confirmed: bd was able to confirm the complaint for the defect claimed. Although there were no records of damaged product in the sealing area in the batch history analyzes nor in the records of non-conformities or quality notification for the claimed batch, the complaint was confirmed based on the analysis of the photo in attachment and the sample containing the claimed product. Based on the results of the investigation it was possible to verify that the root cause of this complaint may be related to a point failure in the dispensing of glue from the tube placement station on the wing during the final assembly of the product.